Manufacturer narrative:
The initial MDR 2247117-2017-00051 was filed on april 21, 2017. Corrected information: initial MDR states that tubes were not able to be placed from the instruments onto the versacell x3 sample management system and that siemens was investigating the event. When siemens service personnel contacted the customer, the customer stated that the issue was resolved after he rebooted the system and service was not needed. The cause of the dropped sample tube is unknown. This system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they were never able to find the dropped patient sample. The customer rebooted the versacell x3 sample management system and was able to run samples with no further issues. The following morning, the customer stated the versacell x3 sample management system was able to pick up tubes and place them on the instruments, but not able to place tubes from the instruments onto the versacell x3 sample management system. Siemens is investigating the event.

Event description:
The customer reported that a cardiac troponin patient result was dropped from their versacell x3 sample management system, and were not able to find the sample. The customer inspected the advia centaur instrument and did not find the sample. As a result, the customer had to redraw the patient. There are no known reports of patient intervention or adverse health consequences due to the dropped cardiac troponin sample tube.